Manufacturer narrative:
This is 2 of 2 reports this is a second report regarding target 360 ultra.

Event description:
It was reported that post procedure, patient experienced with tia (transient ischemic attack). The patient was administered with medication and the outcome was resolved, without sequelae. Patient was returned to baseline.

Event description:
It was reported that post procedure, patient experienced with tia (transient ischemic attack). The patient was administered with medication and the outcome was resolved, without sequelae. Patient was returned to baseline.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient tia (transient ischemic attack)' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.